Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was 326 mg/dl with high ketone level. Supply changes were performed to address occlusion alarms and manual injections were delivered to address bg. Reportedly, the customer reverted to manual injections for alternate insulin therapy.